Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. No observable damage. The complaint was duplicated. Pump alarmed "cassette not attached" when attaching and detaching cassette. The cause was an inoperable dso sensor. Replaced dso sensor, optical sensor, keypad, overlay, and rear label. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had an error stating "cassette not attached properly. Reattach cassette". There was unknown patient involvement and unknown harm/adverse event was reported.